Manufacturer narrative:
H10: additional information in d10.h11: corrected information can be found in b3.

Manufacturer narrative:
It is unknown if a sample will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information is received, a supplemental report will be submitted.

Event description:
The customer reported a spinning spiros closed male luer, red cap that leaked from the spiros connector from the IV tubing during a cytarabine infusion. There was an estimated chemo spill of 30-50cc. There was patient involvement but no harm was reported.